Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers on the display anomaly noted. Unable to verify no delivery alarm due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen were scrolling while she attempted to bolus. Customer's blood glucose level was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.